Event description:
Customer stated that the bravo capsule calibrated successfully and then when inserting the bravo capsule attached successfully, but when detaching from the delivery system the plunger broke and there was no tissue on the capsule. The pt didn't receive any adverse effects and the second capsule was calibrated and attached successfully.

Manufacturer narrative:
No pt injury has occurred following this incident.